Event description:
The customer reported that during advancement of the tissue dilator over the temporry arteriotomy locator, the dilator advanced past the white marker band. The temporary arteriotomy locator and then the dilator were removed. Upon removel of the temporary arteriotomy locator, it was noted that the j segment was missing. Manual pressure was held at the site and hemostasis was achieved. No pt complications were reported.